Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event reported is a duplicate of 0001825034-2017-07296. This report should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unknown, unknown baseplate, unknown; unknown, unknown humeral bearing, unknown; unknown, unknown glenosphere, unknown; unknown, unknown humeral stem, unknown.

Event description:
It was reported that when the scrub technician attempted to spread the ring, it was pushed down and bent. Attempts have been made and additional information on the reported event is unavailable at this time.